Event description:
During an in clinic follow, diagnostic imaging was performed of the right ventricular (rv) lead showing lead damage due to clavicular crush. The rv lead was capped and replaced to resolve the event. The patient was stable.